Event description:
The customer reported that the catheters were defective, not working and some were even bent and twisted. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record for lot 2401509164 was reviewed and no anomalies related to the reported issue were observed. There were no photos or physical samples received for evaluation. There were no photos or physical samples received for evaluation. Per customer, the samples were discarded. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.